Manufacturer narrative:
(B)(4). Batch # 298a32. Additional information was requested, and the following was obtained: during which firing stroke did the event occur? The first one see event description did the device lock-out (no staples deployed and no cut line started) see event detail the device start to deploy staples and cut but could not be completed (partially fire)? Was there any difficulty opening the device? If yes, how was the device removed from the patient? Unknown. If yes, did the jaws eventually open? Yes. Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Regarding "some even not formed", could you please clarify if the staple line was deployed completed? If they are not formed than there were not deployed completely if yes, were there any staple formation issues? Yes. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with an ecr60g reload loaded on the device. The reload was received partially fired 1/3. During the functional test, no anomalies were observed in the articulation. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described could not be confirmed as the articulation performed without any difficulties noted, the instructions for use do contain the following caution: the instrument can only achieve a maximum articulation angle of 45º. When using body structures or organs as a grounding surface, particular attention should be placed to the visual cues and tactile feedback received from the instrument. When the maximum angle is reached, the force will increase indicating the maximum angle has been reached. Avoid applying excessive pressure to the tissue as tissue damage or tissue trauma may occur. The condition of the reload is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, fired once in articulated position, after this it was hard to get it in the straight position again. New reload inserted and 2nd firing didn¿t work, the knife didn¿t go forward and just a couple of staples were formed and some even not formed.